Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified physical damage at the alleged leak location that appeared to be a puncture. Both visual inspection and functional test identified the reported condition as a large leak spraying water near the left edge on the back side of the eva bag that would have been obvious if present during bag filling. Magnified inspection of the leak identified an angled puncture caused by impact with a sharp object or damage from scissors. The manual add port had been used; as evidenced by a cannula insertion point. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, in addition to customer report that the bag had been filled, passed compounding quality control check and transported to the end user before the leak was detected, the condition was determined to have occurred during handing or transportation of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn bag had a pin hole leak on the side wall of the bag. It was discovered prior to patient administration. There was no patient involvement or adverse event reported. No additional information was provided.